Event description:
Patient was revised due to pain. Information was received from the retrieval lab. Update: 12/05/2011 - litigation papers received. They mention excessive levels of cobalt and chromium in patient's blood. Added patient's dob. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Corrected: brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.